Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave hybrid - type d plug intra-aortic balloon pump (iabp) had a malfunction. The machine not switching on. There was no patient harm or injury reported.